Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging device not functioning. There was no report of serious patient harm or injury. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed the following from an external and internal inspection: pressure sensor-side of blower box has foam. Unknown contamination at the air inlet and bottom of blower box. Black specks in the bottom enclosure, unknown white dust-like contamination on top of blower motor and blower motor seal. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error code. The manufacturer concludes there was evidence of sound abatement foam degradation, observed dust/dirt contamination in the airpath, likely from a source external to the device and unable to directly address the symptoms or complaints.

Manufacturer narrative:
In previous report, the manufacturer missed to capture information in box h and box d. The following correction has been updated in this report. In box d device serviced by 3rdp and in box h (device) problem code grid, evaluation results code grid, and conclusion code grid have been updated.